Manufacturer narrative:
(B)(4). Date sent: 03/23/2021. D4: batch # u5dk08. H6: component code electrical and magnetic (g02). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh31p device arrived with no apparent damage and with no anvil received. The returned device was found to have staples still in the pockets and green checkmark did not illuminate upon insertion of the battery, confirming that the device was not fired. Upon disassembly and reseating the motor plug in the connector of the pcba, the device could be fired. No conclusion could be reached as to what may have caused the failure of the device. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green check mark on the indicator window. It is not necessary to hold the trigger once the firing sequence has initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a sigmoid resection with rectopexy procedure that the anvil was tied down and the anvil was locked in, tissue setting was within range but when the device was fired nothing happened. No staples were deployed, and the device did not cut. Device was removed, leaving the anvil in place, a second device was used to complete the firing sequence. There were no adverse consequences for the patient.